Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator was requested. The user facility performs service by themselves with the help of a third-party service provider. No part was reportedly replaced but information about the current status of the ventilator was not provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported that the delivered o2 concentration was higher than set. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (01)07325710001110(11)200902(21)37849 h4 ¿ manufacture date - previous manufacturing date: 09/07/2020, corrected manufacturing date: 09/02/2020

Event description:
Manufacturer¿s ref #: (B)(4).